Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the end of orientation guide has broken off.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the complaint description states that the end of orientation guide has broken off. The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, 1 other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined.update (B)(4) 2018 following product return: the plastic tip of the returned instrument is broken, there is no breakage of the index metal. The product is deteriorated; a precise dimensional analysis is not possible. Based on previous similar events, the root cause is attributed to product wear out. This issue will be monitored through post market surveillance reviews. Device history lot batch :5119339. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. For batch 5119339, 20 parts were manufactured per specification. This batch was manufactured in (B)(4) 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the end of orientation guide has broken off.

Manufacturer narrative:
The complaint description states that the end of orientation guide has broken off.. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.